Event description:
Luer adapter disconnected from set as phlebotomist was changing tubes. Blood was splattered resulting in blood splashing into phlebotomist's face and eye. Gloves and lab coat worn, no face protection. No medical intervention required.